Manufacturer narrative:
The astral psu was received by the (B)(6) center in (B)(6) and an evaluation was performed. The evaluation confirmed the reported psu defect. The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a defective power supply unit (psu). There was no patient injury reported as a result of this incident.